Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. The insulin pump powered up properly after battery installation. The insulin pump passed the self test, displacement test and sleep current measurement. However, the device had a high active sleep current measurement. The insulin pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specifications range. No alarms and alerts were noted during the testing. No alarms and alerts were found in the history files or traces for the event date. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. However, corrosion was found on the electrical board 1 and electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original electrical board 2 was cleaned and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was cleaned and installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high active current measurement due to corrosion on the electrical board 1 and electrical board 2. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked case, a scratched case and a serial number label fading. A cracked retainer was confirmed. Blank display not confirmed. However, unexpected battery power loss or replace battery alert or replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert or replace battery now alarm due to corrosion on the electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was shut off after insertion of new battery. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.